Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: na. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: pc-001168029

Event description:
It was reported that a caucasian female who underwent a breast augmentation revision with a mentor memoryshape,315cc silicone breast implant experienced bilateral neoplasm malignant postoperative. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.this report relates to the left prosthesis. The information provided in crf (imedidata).

Manufacturer narrative:
Coding was reviewed by a clinician on nov-20-2023 per 100553403 and 100553401 with the available information about the reportable event. Removed pc - generalized illness from both ips per the information provided in imedidata. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Adverse event # 2. Osteoarthritis hands. On (B)(6) 2020, the patient was diagnosed with osteoarthritis in both hands, which was medically treated with 200 mg of hydroxychloroquine. The principal investigator assessed this event as moderate in severity, not serious, and not related to the device.h6 health effect - clinical code e2402: generalized illnessesmanufacturer¿s reference number:(B)(4).